Event description:
A resolute integrity drug eluting stent was implanted in the rca. Approximately one month post stent implant, the patient had suffered an mi. Patient underwent revascularization of the rca .one resolute integrity stent was implanted in the rca during the revascularization. Patient recovered with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).